Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead exhibited oversensing noise. Programming changes were performed. There were no patient consequences.